Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, service code 204: belt/monitor unusable) has been confirmed. Upon investigation the monitor displayed a service code 204 and was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, with connector j1001 loose on the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor had a damaged case and was displaying service code 204: belt/monitor unusable.